Manufacturer narrative:
The reported event could be confirmed, since the product was returned for evaluation and matches the alleged failure mode. The device inspection revealed the following: the received device shows signs of breakage as evident by appearance. The breakage is concentrated at the drive end. The transverse fracture pattern exhibits that the hexagonal screwdriver was subjected to non-axial application of regular higher torque, that leads to excessive stress on the drive ends, which goes past its yield point, and ultimately leads to breakage. The fragmented part of the device was not available for inspection. Furthermore, a hardness test according to rockwell on the returned item indicates the material being in accordance with the values in the material specification. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. Based on investigation, the root cause was attributed to a user-related issue. The event was caused by non-axial and excessive mechanical forces application during use. If more information is provided, the case will be reassessed.

Event description:
Screwdriver tips snapped while the surgeon was screwing in a glenosphere.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
Screwdriver tips snapped while the surgeon was screwing in a glenosphere.